Event description:
The customer stated that he was treated by the paramedics for a low blood glucose reading of 22 mg/dl. The customer stated that he was connected to the infusion set during the rewind. Troubleshooting was performed and found that the insulin pump was squirting out the insulin during the manual prime. The insulin pump was not recognizing the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.